Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the 3 guide wires were received from a replacement of a previous case and they are bent. There was no patient involvement. This report is for 1 3.2mm guide wire 400mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 3.2mm guide wire 400mm (part #: 357.399, lot #: 57p6924) was received at us cq as sealed in its original packaging. Upon visual inspection, it is observed that the device was bent at the center. Sealed packaging was opened during investigation. No other issues were identified. This complaint was confirmed as the device was bent at the center. While no definitive root cause could be determined, it is possible the device encountered unintended forces during transportation or storage. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 357.399 synthes lot number: 57p6924. Supplier lot #: 57p6924. Release to warehouse date: (B)(6) 2020. Supplier: jabil-monument. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.